Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 06nov2019. The service technician confirmed the battery was not replaced however, the equipment is in normal use but failed to provide any additional repair information after numerous attempts to obtain information on the repair of this device with no response. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 06nov2019. Date of report: 06nov2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a battery fault. There was no patient involvement. The event date was not specified; estimate used.